Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent thrombosis occurred. The patient presented due to st segment elevation myocardial infarction (stemi). The target lesion was located in the mid right coronary artery (mrca). A synergy¿ drug-eluting stent was deployed and the procedure was completed. However an hour post procedure, the patient came back to the cardiac cath lab with complaints of arm and chest pain and it was then noted that the synergy stent had thrombosed. Post-dilatation was then performed and the vessel flow was regained. No further patient complications were reported.